Event description:
It was reported that right femoral artery was used for sheathed insertion. Helium loss alarm began 10 seconds after starting iabp. Connections were checked and iabp was restarted but alarm continued. Iab was exchanged and another pump was used. No associated patient complications were reported.